Event description:
The reporter stated that while attempting to insert the introducer into the right femoral artery, the dilator disconnected from the introducer on multiple occasions. The wire access was lost and the procedure was moved to the left femoral artery. The reporter further stated that the pt had a possible hematoma on the right.